Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw (51107a2091) was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), the clip opened. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A mitraclip xtw (60202a1088) was then inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), the clip opened. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. Two mitraclip ntw clips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.